Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this implantable cardioverter defibrillator (ICD) system due to questions about pacemaker mediated tachycardia (pmt) episodes and the atrial pacing intervals during a stored atrial tachy response (atr) episode. Upon review, the atr episodes were due to true atrial tachycardia, and there were many atr episodes due to paroxysmal atrial tachycardia (pat). The observed atrial pacing (ap) was due to competitive sensor-driven atrial pacing. Additionally, low amplitude p-waves at approximately 0.3 mv were noted. Technical services (ts) discussed troubleshooting options and programming considerations. This ICD remains in service. No adverse patient effects were reported.